Event description:
The customer reported that a falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was reported to the physician(s). The same sample was repeated on an alternate dimension vista 1500 instrument. The repeat result recovered higher than the initial result. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. Quality control (qc) was acceptable before processing the patient sample. Siemens remotely assisted the customer, who replaced sample probe 2 (s2), inspected and cleaned reagent probe 3 (r3), ran alignments, system check, and quick check, cleaned the cuvette waster, aligned reagent probe 4 (r4), primed server 2 pumps, homed all modules, and reset instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse determined the r3 and s2 bottom of the cuvettes (boc) alignments were out, auto-aligned the arms, performed boc alignments, and ran server 2 service method tests and six patient samples with no error. Siemens reviewed the data and determined that qc recovered within acceptable ranges and calibration was accepted on the day of the event. Siemens further evaluated the event and concluded that the dirty probes and misalignments potentially contributed to the falsely depressed co2 result. The instrument is performing according to specifications. No further evaluation of this device is required.